Manufacturer narrative:
Dissection is an adverse event with coronary stenting and not an indication of a product quality issue. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. Difficulty removing a sds post deployment can be caused by interaction of the balloon with the stent implant, resistance with the guide wire/guiding catheter and/or anatomy or the balloon getting caught within the stent struts after deployment. A conclusive cause for the reported dissection and difficulty to remove cannot be determined. The xience IFU states, "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated."

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after successful deployment of the stent at 16 atm, a dissection was noted distal to the placed stent. In addition, difficulties were experienced removing the balloon from the deployed stent, the balloon was sticking. The sds was able to be removed from the pt successfully, and the dissection was treated with the deployment of another xience v stent. No additional event or pt info is available.